Event description:
It was reported that pump displayed an altitude alarm, suspended insulin delivery, and prevented loading of new cartridge, which led to customer¿s blood glucose reading as ¿high¿ on meter without a specific value provided. Customer delivered correction dose by injection, did not require help from others, and followed technical support instructions to clean speaker holes, remove and reconnect cartridge, and attempt to resume insulin with new cartridge.